Manufacturer narrative:
The company service representative examined the system and was able to confirm and replicate the reported event. The nonconforming host central processing unit (cpu) was replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming host cpu. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a cataract procedure, the system froze. No system advisory displayed. The system was switched out to complete the case. There was no patient harm.